Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this device exhibited noise on the right atrial channel. A review of remote monitoring data by technical services (ts) noted that recent atrial tachycardia response (atr) events confirmed what appeared to be minute ventilation (mv) oversensing resulting in atr declaration. Ts discussed doing an in clinic assessment and consider turning mv off if all testing is normal. This device remains implanted. No adverse patient effects were reported. Additional information noted that the mv was turned off and the system remains implanted.

Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.

Event description:
It was reported that this device exhibited noise on the right atrial channel. A review of remote monitoring data by technical services (ts) noted that recent atrial tachycardia response (atr) events confirmed what appeared to be minute ventilation (mv) oversensing resulting in atr declaration. In addition, the right atrial impedance had shown increased variability the last three to four months, while all other lead impedances values were normal. Ts discussed doing an in clinic assessment and consider turning mv off if all testing is normal. This device remains implanted. No adverse patient effects were reported. Additional information noted that the mv was turned off and the system remains implanted.